Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported battery failure. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the battery of the personal diabetes manager (pdm) was swollen and not holding a charge.

Manufacturer narrative:
In the case description, the user mentioned that the personal diabetes manager (pdm) battery was swollen and was not holding charge for longer than one day. Inspection of the battery of the returned device found no evidence of swelling. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. The pdm was not felt to get hot or swell during charging. Review of the android log files downloaded from the returned pdm showed no evidence of issues with the battery life. The pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm battery was found to last for the 48 hours. No instances of increased battery drain were observed during testing. Damage was observed on the back cover of the returned pdm. It could not be determined when or how this damage occurred.